Event description:
It was reported that the vertical lift column on the 9900 system would not work and there was a charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop switch, power motor relay, and the lift column assembly were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.